Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 163 mg/dl. The customer does not use the sensor feature on the insulin pump. The customer states they are able to complete the rewind sequence. The customer was advised to return the insulin pump with battery and zero out the basal rates. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer insulin pump will be replaced.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to faulty fsr(gold). The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, and battery tube threads. Unit received with minor scratched lcd window.